Event description:
I had a biozorb marker implanted on (B)(6) 2017 which has caused alot if pain and tenderness ever since. I just read that there is a recall and I should contact the FDA to see what my next step should be. Thanks.